Event description:
Wire was in place in rca but couldn't advance stent over wire. Balloons would not pass over wire through lesion. The cronus was left in the patient's "true lumen" while conventional guide wires were used. A dissection occurred in the rca. Stents were placed along 50mm of the rca lumen. The cronus wire was stented over and pinned against the lumen wall. The decision was made to remove the cronus and was done successfully. The wire stayed intact. The stenting was performed successfully. The patient is doing well.